Manufacturer narrative:
Per the t:slim g4 user guide: the sensor measures glucose in the fluid under the skin - not in blood, and sensor readings are not identical to readings from a blood glucose meter. You still need a blood glucose meter to help make treatment decisions and to calibrate your cgm on a regular basis to help ensure the accuracy of sensor glucose readings. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 82 mg/dl. As the customer was not feeling well, she needed assistance from her husband to eat carbohydrates to address the low bg. The bg level rose to 118 mg/dl. A pump system check was performed and no device issue was identified. The pump data was reviewed with the customer and it was confirmed that the insulin bolus was based on a past cgm (glucose sensor) value and a glucose meter was not used. Tandem technical support advised the customer to discuss the event with a healthcare provider.